Event description:
It was reported that the image dropped during use. No further information was able to be obtained from facility or sales rep.

Manufacturer narrative:
Product was found to have debris in the connector or possible fluid invasion from improper maintenance.

Manufacturer narrative:
Internal complaint number: (B)(4). An image drop was reported. The risk is covered in the related risk file and was rated with a severity level of s01 (procedural delay or restart.) And a probability of p02 (remote)). Subsequent to the initial complaint analysis, additional investigation and analysis were performed . Based on the evaluation results, the risk level is not acceptable if hf application take place. Therfore, a field action reportable to FDA under 21 cfr part 806 was initiated. Even though, no hf activation was reported, consistent with the recommendations in FDA's 2016 "medical device reporting for manufacturers" guidance. Based on the evaluation results, the product was found to have debris in the connector or possible fluid invasion from improper maintenance.